Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that the patient underwent an l4-l5 fusion where rhbmp-2 was mixed with autograft and implanted at multiple levels with a cage via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Event description:
It was reported that on: (B)(6) 2008: patient presented with lumbar spinal stenosis and underwent the following procedures: de-compressive lumbar laminectomy, l4-l5 and l5-s1. Posterolateral fusion. Harvesting of autograft. As per-op notes, ¿the previously harvested autograft from the decompression was used along with rhbmp-2 and placed into the posterolateral spine on the left to effect a posterolateral fusion¿. On (B)(6) 2008: the patient was discharged.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.